Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no audible alarms.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. Only the pc board was returned and it was not able to be tested, so the original complaint issue could not be confirmed.

Event description:
Dealer is stating that the unit has no audible alarms.